Event description:
Pt had a left knee replacement procedure and states that she has had a lot of stiffness since the implant. Pt goes on to say that since (B)(6) 2018, she has had pain every night in that knee causing sleep disturbances. In 2018, she had two x-rays done and the site looked fine according to the dr. Then in 2019, she saw the surgeon to have a hip x-ray performed in order to make sure the pain wasn't radiating from that area, and it turned out being fine. Pt states that she saw another surgeon after that and was recommended a bone scan and is currently waiting for that to get done.